Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 680r28 heart ring implanted: 2010-10-04; 5076-45 lead, implanted: (B)(6) 2010, a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted prophylactically. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.